Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Pre-dilatation was performed with 2.0x15mm emerge balloon and a 2.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. A tip damaged was also noted. No patient complications were reported, and patient was in good condition post-procedure.